Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Correction/removal number: z-0956-2020. (B)(4). S/w 3.18e. Device had broken belt clip rail. Device passed displacement test. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
(B)(4). Initial notes: thought belt clip had broken on pump, when he has an extra clip and it fell off again and noticed that the blade that holds the clip on fell off. Inquired what led up to the complaint. Customer response: belt clip rail broke bumped/dropped/cosmetic damage t/s per (B)(4). Customer states the pump has cosmetic damage. Customer states the pump does not show signs of physical damage. 1. Type of damage is: crack. 2. Damage occurred: not sure, was on a walk. 3. Location of the damage is: belt clip rails. Adv pump will require replacement due to damaged belt clip rails. Explained that at the moment we are unable to provide immediate replacements for this issue due to low pump inventory levels. Offered a free case accessory to allow continued use of the pump with a clip. Adv a request for pump to be replaced once inventory is available will be submitted and that currently we hope to have inventory available for the replacement in the next few months. Adv medtronic will contact them prior to shipment being processed to confirm current shipping information. (B)(4). Expl rpl policy. Adv to monitor the pump and call if issues occur. Customer's outcome pertaining to the complaint: submitted ngp belt clip rail damage replacement request ship: acc-803bk / return: nothing.